Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error followed by a blank screen. The patient's blood glucose level was 24.4 mmol/l at the time of the call. The customer stated that they have a welded robot at work which might have caused the motor error due to a possible magnetic field. The customer does not use the sensor. The device will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.